Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that a bd luer-lok¿ 3ml syringe had : particulate/contamination (fm), damage, inclusions, print (scale marking issues), misaligned gasket (stopper jammed).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8154742, medical device expiration date: 2023-05-31, device manufacture date: 2018-06-03; medical device lot #: 8240729, medical device expiration date: 2023-08-31, device manufacture date: 2018-08-28. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd luer-lok¿ 3ml syringe had: particulate/contamination (fm), damage, inclusions, print (scale marking issues), misaligned gasket (stopper jammed).